Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was set to the incorrect calibration code number. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that he became aware of the alleged issue on (B)(6) 2017 at about 6:00 am. The patient informed the csr that he manages his diabetes with a combination of oral medication, diet and exercise and claimed he took less food and drink in response to the alleged issue. During the call, the patient claimed developing symptoms ¿dizziness and urinating frequently¿ on (B)(6) 2017 at about 8:00 am. In response to the symptoms, the patient claimed he was treated with oral medication for diabetes (glipizide xl 2.5 mg) and lyrica (150 mg reduced from three times a day to twice daily) during a doctor¿s office visit on (B)(6) 2017 at about 8:00 am. The patient denied that his blood glucose was tested with any other device. At the time of troubleshooting the csr assisted the patient with changing the code number on the subject meter. The alleged issue was resolved with training. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.